Event description:
It was reported that the patient¿s stimulation was on level 7 for a long time which was strong. The patient turned stimulation down to 5.5 volts, which was fine. The patient programmer kept going back to 7 volts. It happened when the patient was turning stimulation off and then turned it back on, it went up to 7 volts again. The patient noted it was not a huge issue but it was annoying. The patient tried to stay in the same position for 3 minutes and stayed longer than 3 minutes. The patient was in the hospital and the patient programmer was in the patient programmer was in the car. The reason for the hospitalization was not related to the device, it was for something else, blood pressure. Troubleshooting was limited due to lack of access to product and / or patient. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 355531, lot # n444263, implanted: (B)(6) 2014, product type screening device; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).